Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing. X-rays were performed and verified that the lead had perforated the cardiac tissue. No interventions were reported. There were no patient consequences.

Event description:
New information received indicated that the patient's right ventricular lead exhibited capture failure. The lead was explanted and replaced on 9 sep 2024. The patient was recovering without complications.